Event description:
Information was received regarding an implantable neurostimulator. Patient reported that between their knee and ankle on the left side of their left leg, they started having an electric shock. Patient described their leg getting tense real tight in their big toe and under all the way back to their heel was very sensitive to the touch, like it was burned skin. If they touched it with their other foot when they were laying down, the sensation would go from their toe to their thigh to their left testicle and could get nasty and wake them up from their sleep. Patient's doctor told them they would have to live with it, but patient did not want to live the rest of their life with this issue. The patient was redirected to their healthcare provider to further address the issue. Patient stated issue had been going on for quite some time now.

Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.